Event description:
The dilator in the kit for the 13.5 french trialysis catheter is in fact, a 14 french dilator (I am referring to the larger of the two dilators). The problem is the actual catheter is bigger than 13.5 french (or even 14fr for that matter). It has somewhat of a cylindrical shaped tip. With the dimensions listed below with measurements. I am unsure if the manufacturing of the catheter changed over the past year (or their process for making the catheter) and it is no longer the dimensions that it was previously. We should definitely reach out to the manufacturer about this issue and investigate if they have had this problem already reported to them and what were some of the solutions. If the catheter itself is closer to 15fr it may also be important to note what is the minimum size vessel it should be placed in. Dilator: (label 14fr in the kit) - diameter: 4.58 mm assuming circular shape: - perimeter: 14.39 mm - cross sectional area: 16.47 mm2 catheter - major diameter: 5.28 mm - minor diameter: 4.14 mm assuming "pill" shape - perimeter: 15.29 mm - area: 18.18 mm2 assuming ellipse shape - perimeter: 14.58 mm - area: 17.17 mm2.